Manufacturer narrative:
A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that the ventilator started to show an increase in tidal volume. There was no patient harm. (B)(4).